Event description:
While using the penumbra system during an ischemic stroke case, the aspiration pump fuse kept blowing and turning the pump off. The physician stopped use of the pump and was able to complete the case with another device.

Manufacturer narrative:
Device investigation: results: the pump was returned with a filter installed. The filter is tightly engaged in the threads and cannot be removed by hand. The filter fitting is loose in the cover hole. Both fuses are visually confirmed to have blown. The blown fuses were replaced and the pump was plugged in and the switch turned on. There was a humming sound for approximately 4 seconds followed by silence. The lamp integral to the power switch never lit up. The fuses were blown. The cover was removed to examine the wiring. All the wiring was intact and securely connected. The motor /pump head appears to be jammed and immobile. During the opening of the cover the motor was interfering with the acoustic deadening foam on the inside of the case, making case removal difficult. Careful examination of the bottom chassis showed that the front edge was bowed slightly into the center of the case which caused the interference between the pump head and the case. Conclusion: the pump has a blown fuse as described in the complaint and fuses continue to blow when replaced. The cause of the excess current draw is the jammed state of the pump motor, which appears to have been dropped or sharply impacted on the front face.